Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device did not restart after occlusion, which was reproduced during evaluation. A review of the event history log identified the device did not restart after occlusion as one occurrence where a 'downstream occlusion' did not immediately follow-up with a 'auto-restart'; after this occurrence, the pump door was opened and the set reloaded. It is not certain if this occurrence was a device error a result of user intervention. The cause was determined to be a failing force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not restart after an occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.